Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked when disconnecting it from the rapid infuser tubing. The following information was provided by the initial reporter: "customer advises that they had an incident where a bd maxzero connector "leaked" at the surface of the connector after disconnection of the rapid infuser tubing from the connector. They said that it was not just a drop on the surface of the connector that remained but rather fluid was still coming out of the connector."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval?: yes. Returned to manufacturer on: 2-may-2022. H6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one sealed 22g x 1.00in. Nexiva unit from lot number 1145110. The unit was opened and visually inspected. There was no damage or defects observed on the returned unit. The nexiva luer was tested for leakage and no leakage was observed. The maxzero needleless connector was then tested for leakage by flushing the component (using a luer lok syringe) by itself and then connected to the luer of the nexiva. No leakage was observed in either scenario. The reported issue of ¿leakage¿ was not confirmed based on evaluation of the returned unit. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked when disconnecting it from the rapid infuser tubing. The following information was provided by the initial reporter: "customer advises that they had an incident where a bd maxzero connector "leaked" at the surface of the connector after disconnection of the rapid infuser tubing from the connector. They said that it was not just a drop on the surface of the connector that remained but rather fluid was still coming out of the connector."